Event description:
According to the reporter, during a laparoscopic wedge resection procedure, after the first squeeze while firing the first reload on lung tissue, the handle's knife retracted on its own to the beginning without any activities in the surgical site. Pre-fired staples were observed in the reload. To resolve the issue, a new handle with a different lot number was used to fire the other reloads. There was no patient injury.

Manufacturer narrative:
D10 concomitant product: egiaustnd, egiaustnd endogia ultra univ std stap (lot#p3h0993). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information: g3, h3, h6 h3 evaluation summary: medtronic conducted an investigation based upon all information received. Six devices and a photo were available for evaluation. Visual inspection noted four reloads were fully fired with the interlock engaged. One reload was partially fired with the interlock engaged. Staple pushers were visible at the 0.5cm cut line. One reload was pre-fired and engaged in interlock. Staples were protruding from the proximal end of the staple cartridge channel. There was a visible gap between I-beam and the sled while the interlock was engaged. The laminates were observed to be damaged on the pre-fired reload. The jaws were open for all of the reloads. Functional testing for fired reloads noted that the reloads were loaded into a representative instrument. The interlocks were overridden and the reload was cycled without hesitation or binding. Test media was cleanly transected. The reload interlocks were tested and found to function properly. Functional testing for partial fire reload noted that the reload was loaded into a representative instrument. The interlock was overridden and the reload was applied to test media. All remaining staples were placed, and test media was cleanly transected. The reload interlock was tested and found to function properly. Functional testing for pre-fired reload noted that the reload was loaded into a representative instrument. The reload would not close completely on the indicated test media. The reload would open on its own after clamping on indicated test media. The reload would stay closed when not clamped on test media. It was reported that the instrument did not fire and there was a staple prefire. The reported issues were confirmed. The product analysis noted evidence that the device was not used as intended. The evaluation detected an unreported condition of partially fired device. The product analysis noted evidence that the device was not used as intended. This issue may occur if the firing handle has not been completely cycled. If the instrument return knobs are retracted at any point once the firing cycle has begun, the reload will engage into safety interlock and prevent further attempts to fire by ceasing the placement of staples and tissue transection and prevent patient harm. Another unreported condition was identified: the laminates were bent and the reload was opening on its own. The most likely cause could not be established from the information available. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. The instructions included with this device provide the following guidance: failure to completely fire the reload will result in an incomplete cut or incomplete staple formation, which may result in poor hemostasis or leakage. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.